Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk, explant date: na. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -07.50 diopter, in the patients left eye (os) on (B)(6) 2021. The patient complained of mild halos and the lens remained implanted. This lens was the replacement lens for MFR. Report # 2023826-2021-02043.